Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced challenges after surgery, including a blood clot, and stated their most recent programming session was two days ago. The patient requested assistance connecting to their implant, and after reviewing navigation basics, they successfully connected, checked battery levels, and confirmed therapy was on. The patient mentioned receiving the implant for tremor management and stated they do not turn the implant off at night, noting they have not progressed to that point yet. The patient also shared that they currently have only one lead implanted on the left side due to a previous brain bleed and are not ready to have a second lead implanted at this time. The caller stated the patient has a tremor in their left hand and sought guidance on how the external equipment works. The agent walked the caller through the steps of connecting to the dbs therapy app and checking the status of the implanted neurostimulator (ins).

Event description:
Additional information was received. The patient called back, stating they were unsure if their therapy should remain on at all times and wanted to verify if it was active. Patient services guided the patient through accessing the mydbs therapy application, during which the patient received a service code 804. After exiting and re-entering the application, the patient successfully connected and confirmed that therapy was on and set to group c, which their healthcare provider had recommended as the best option for them. Patient services reviewed the function of external devices and explained that the communicator may appear to go "blank" when no activity is created. The patient was guided through closing all applications and powering off the communicator. Patient services advised the patient to monitor their symptoms and follow up with their healthcare provider regarding their settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.